Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6b, if explanted, give date: not appliable the intraocular lens remains implanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) had sticky haptics. The doctor spent some time to get the haptics loose. The iol remains implanted. There were no adverse effects. No further information was provided.

Manufacturer narrative:
Device evaluation: the suspect product was not received. However, a photo was provided by the customer. The customer provided photo was evaluated. The photo shows the suspect product implanted in the patient¿s eye and the haptic could be observed stuck to the optic. Based on the complaint investigation results, there is no indication of a product deficiency or a malfunction. A search for complaints related to this production order revealed other similar related issues. A failure investigation was previously initiated per management discretion and is being leveraged in this investigation. Thus, a nonconformance was opened for this issue and corrective actions is being implemented as required by the nonconformance. Based on the complaint investigation results, the product was released within specifications. Conclusion: based on the evaluation performed, it is not possible to determine a product malfunction and/or product quality deficiency or identify a potential cause. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.